Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016--70010-1. This report was initially submitted as 1649833-2015-70027 - 1, april 28, 2016. Description from original follow-up medwatch report as follows: while entering tracking database implant information, a patient was observed to have received a second implant of the same position (aortic). The surgeon's office was contacted and the operative notes were obtained, which explain why the re-do aortic valve replacement (avr) was done. The patient was diagnosed with paravalvular leak (pvl). Patient was re-operated and a new valve onxace-21 s/n (B)(4) was implanted. The valve being explanted had dehisced just right of the right coronary commisure. Lntraop transesophageal echo showed no pvl post valve replacement. Patient transferred to ICU having tolerated the re-op well. The reason this is being reported is pvl is defined in the aats/sts guidelines as valve-related and reportable. It is also an expected adverse event, and is listed among the expected adverse events possible for a heart valve patient, in section 5 of the IFU.